Manufacturer narrative:
Other relevant device(s) are: product ID: xom unk nimintrfc. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the mainframe, interface, and endotracheal tube were noisy during the procedure. There was no patient impact.